Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30068053l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: non-biosense webster, inc. Product: terumo medical corporation, terumo femoral 9fr sheath. Biosense webster, inc. Product: carto® 3 system, catalog #: unknown, serial #: unknown. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an atrial tachycardia (at) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. At the end of the procedure, when removing the catheter and sheaths from the patient¿s body, the anesthesiologist gave protamine and the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by echo. Pericardiocentesis was performed to remove 300 cc of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. Extended hospitalization was not required. Patient¿s outcome is fully recovered with no residual effects. Physician is unsure on what have caused the adverse event, he felt like it could have been the procedure or the patient¿s condition. The patient had higher than normal impedance throughout her heart, otherwise normal heart. No error messages were observed on any biosense webster, inc. Equipment during the procedure. Transseptal puncture was not performed. A terumo femoral 9fr sheath was used. The generator was in power control mode at 40 watts with a default temperature cut-off for thermocool® smart touch® sf bi-directional navigation catheter. The power titrated from 30-50 watts by hand, event noted at the end of the procedure. The ablation site had a total of 6-8 mins in an area about 14sqmm. The last ablation cycle time was of 30-60 seconds. The temperature noted during the procedure was of 22-24 degrees celsius. The catheter irrigation was set within default thermocool® smart touch® sf bi-directional navigation catheter settings. The patient received anticoagulant (heparin) during the procedure with an activated clotting time (act) greater or equal than 350 seconds. The thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. The carto 3 system indicated to re-zero the catheter.

Manufacturer narrative:
Investigation summary: it was reported that a (B)(6)-year-old female patient underwent an atrial tachycardia (at) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. At the end of the procedure, when removing the catheter and sheaths from the patient¿s body, the anesthesiologist gave protamine and the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by echo. Pericardiocentesis was performed to remove 300 cc of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. Extended hospitalization was not required. Patient¿s outcome is fully recovered with no residual effects. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. (B)(4).